Event description:
Report rec'd of inadequate carbon dioxide absorption during anesthesia. The customer states, "there have been four cases in which the inspired carbon dioxide levels were elevated up to greater than 20." The average flow rates used are 1-2 liters. The time into surgery when the co2 levels started increasing were variable. The amsorb was changed with new absorbent when the inspired co2 levels begin increasing. With the change of the absorbent the co2 levels would normalize. The customer reports that the used amsorb appeared white around the outside, with the top layer and the center appearing purple down to and including the top of the lower canister. The color indicator is added during MFR and has a sensitive ph factor that causes the granule to change color as the grannules near exhaustion. All of the pts were mechanically ventilated on drager3 machines. No adverse pt effect has been reported. Add'l info was requested, but no further info available.